Manufacturer narrative:
The reported speedlock device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was established. Visual inspection of the returned speedlock shows a deployed device loaded with suture. The implant is detached and was not returned with the instrument. No manufacturing abnormalities could be identified. The device is a single use device and could not be functional tested. From the information provided, ¿during the surgery the implant fell off inserted inside patients joint.¿ customer¿s complaint was confirmed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) bone quality (2) incomplete's insertion (3) misalignment of implant and inserter (4) over tensioning the suture.

Event description:
It was reported that during the surgery the implant fell off inserted inside patients joint, all the pieces were removed with a grasper. Bone quality was good. A backup device was used to complete the surgery. No patient injury or other complications were reported.